Event description:
It was reported patient was revised due to a broken nail.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.